Event description:
Patient fell at home and suffered a fx right femur. Orif repaired the right periprothetic femur fx with an 11 hole plate implanted. Reported that patient "has a refracture with hardware failure."